Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2013 reporting that the up and down arrows were intermittently unresponsive and required multiple hard presses to elicit a response. The other buttons responded appropriately. The patient stated there was damage to the keypad. The patient reported they swim in salt water and pool water with pump. There is no reported adverse event with this complaint. This is being reported due to the keypad response issue.